Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: the display screen appeared to be cloudy due to moisture behind the display lens. The screen was still able to be read. The leak test failed due to a display lens leak. The pump cover was removed to find moisture ingress on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display was cloudy and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.